Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Date of event - correction (B)(6)2018 describe event or problem - correction "dexcom was made aware on (B)(4)2018", that on (B)(6)2018, a loss of connection occurred."

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred.